Manufacturer narrative:
(B)(4).

Event description:
The patient was schedule for a pump pocket revision on (B)(6) 2014 as the pump was tilted in the pocket. The patient had gained (B)(6) since (B)(6) 2014. During the procedure, the physician was attempting to dissect the patient¿s catheter out of scar tissue and clipped part of the proximal end of the catheter. Due to this, a small portion of the pump segment of the catheter had to be replaced during the procedure. The segment was primed on the back table prior to connecting it to the existing catheter as the existing catheter had not been aspirated. There had been no volume discrepancies noted during the pump refills and the patient had been reporting good pain relief; there was no suspected catheter issue prior to the procedure. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿ and per this reporter¿s knowledge the patient was receiving effective therapy following the revision. The device system was delivering fentanyl, bupivacaine, clonidine, and morphine.

Manufacturer narrative:
Concomitant product: product ID 8703, lot # j93122336, implanted: (B)(6) 1993, product type catheter. (B)(4) .

Event description:
Information was received from a consumer regarding a female patient receiving intrathecal medications via an implantable infusion pump. The indication for use was noted as non-malignant pain. The pump reportedly moves in the pocket when the patient bends over. The issue had been happening since the implant on (B)(6) 2014. The patient was redirected to her healthcare provider (hcp), regarding the issue. No symptoms or interventions were reported and follow-up has been attempted to obtain this information. Should additional information become available, a follow-up will be submitted.